Event description:
Essure side effects started (B)(6) day of implant . (B)(6) day one: heavy bleeding, cramping. (B)(6) day two: slight cramping, heavy bleeding. (B)(6) day three: pain in lower back, abdomen, heavy bleeding, cramping, headache, feel bloated. (B)(6) day four: pain in lower back, abdomen, heavy bleeding, cramping, headache, feel bloated. (B)(6) day five: pain in lower back, abdomen, heavy bleeding, cramping, shooting pains in abdomen, pains in shoulder that goes to elbow, pain that shoots from pelvic area down my legs, headache, feel bloated. (B)(6) day six: stomach pain, leg pain, cramping, headache. #medwatcher #mw156368.